Event description:
It was reported that the implantable neurostimulator (ins) was replaced after approximately (B)(6). It was reported that the device should have lasted "a lot longer" than that. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).